Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridge was filled with 180 units of insulin. The customer experienced a blood glucose level of approximately 600 mg/dl with ketones, which was addressed with a syringe injection. Reportedly, manual injections were used for diabetes management as the customer did not have additional cartridges available at the time of the reported event.